Event description:
On 23/jan/2024, it was reported that this patient on peritoneal dialysis (pd) had peritonitis when asking technical support for assistance with the separate issue of long drain times/drain issues during pd treatment with the fresenius cycler. Additionally, it was stated the patient was using heparin for fibrin (known to cause drain complications) and that the patient¿s mental status was being called into question due to a subdural hematoma from a fall. In an additional follow-up call, the patient¿s pd nurse confirmed that the fall was not related to product or dialysis. There was no temporal relationship to the pd treatment as the patient fell in the shower. Additionally, the nurse confirmed the patient was using heparin (per standing orders) for fibrin. With respect to the event of peritonitis, the nurse provided that the patient was seen in the outpatient pd clinic on 19/jan/2024 and had a pd culture obtained. Per the nurse, the pd culture grew escherichia coli (e.coli) and the patient was diagnosed with peritonitis. The patient was treated with intra-peritoneal (ip) antibiotic therapy on an outpatient basis (details not provided). The nurse stated the patient continues pd therapy with the same cycler and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient to a breach in aseptic technique/ not washing hands during the pd exchange during the pd exchange.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism e.coli which is an organism that is often associated with a breach in aseptic technique. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique/ not washing hands during the pd exchange, as reported by the patient¿s nurse.

Event description:
On (B)(6) 2024, it was reported that this patient on peritoneal dialysis (pd) had peritonitis when asking technical support for assistance with the separate issue of long drain times/drain issues during pd treatment with the fresenius cycler. Additionally, it was stated the patient was using heparin for fibrin (known to cause drain complications) and that the patient¿s mental status was being called into question due to a subdural hematoma from a fall. In an additional follow-up call, the patient¿s pd nurse confirmed that the fall was not related to product or dialysis. There was no temporal relationship to the pd treatment as the patient fell in the shower. Additionally, the nurse confirmed the patient was using heparin (per standing orders) for fibrin. With respect to the event of peritonitis, the nurse provided that the patient was seen in the outpatient pd clinic on (B)(6) 2024 and had a pd culture obtained. Per the nurse, the pd culture grew escherichia coli (e.coli) and the patient was diagnosed with peritonitis. The patient was treated with intra-peritoneal (ip) antibiotic therapy on an outpatient basis (details not provided). The nurse stated the patient continues pd therapy with the same cycler and is recovering from the peritonitis event. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient to a breach in aseptic technique/ not washing hands during the pd exchange during the pd exchange.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. A device history record (DHR) review was performed for the potential related lots and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.